Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the foreign material observed in the auxiliary water channel could not be identified and a definitive root case of the issue could not be determined, however, due to an observed leak in the scope connector cover, proper reprocessing may not have been possible. The issue may be detected/prevented by following the instructions for use section below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the gastrointestinal videoscope had a pixel error. There were no reports of patient harm. During the device evaluation at olympus, a white foreign material was found in the jet tube and light guide lens. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the findings in b5, the evaluation found the following: due to the wear of scope cover packing, water tightness was lost, air- water cylinder, suction cylinder had no color, scope cover had a crack, switch flexible printed circuit had corrosion due to water leakage, plug unit was dirty due to water leakage, cable unit had corrosion due to water leakage, circuit board unit in suction connector had corrosion due to water leakage, due to burn on plastic distal end cover/probe cover insulation resistance value at distal end does not meet the standard value, plastic distal end cover had foreign objects, objective lens had a crack, light guide lens had a chip, connecting tube and universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.